Manufacturer narrative:
MFR completed the entire form. Additional MFR narrative: customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
A report was received stating that during use of the listed device, the user was hospitalized due to high blood glucose levels. While inspecting the pump and infusion set for issues the user found the cannula of the infusion set was kinked. The infusion set was replaced and pt was scheduled for hosp release. No permanent adverse effects to pt reported.